Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call of a blank display and low battery alert from the insulin pump. The customer's blood glucose level was 120 mg/dl. The customer stated that he did a bolus and the pump had a low battery. The customer changed out the battery and the screen went blank. The customer was able to get the display back on after cleaning the battery cap. The customer discontinued blank display troubleshoot. The customer will be sent a replacement battery cap.